Event description:
It was reported in the patient's medical records that the patient underwent a fifth spinal procedure on to treat l3-4 spinal stenosis and l2-3, l3-4 degenerative disc. Procedure was for l3-4 interbody fusion, l2-3 intertransverse fusion, bone marrow aspirate, decompressive laminectomy with bilateral foraminotomy at l3-4, and segmental pedicle screw/rod fixation l2-l3-l4. Patient had history of l4-l5-s1 fusion in 1990. The patient did well post-op for some time, but later developed bilateral leg pain and spinal stenosis at l2-3, shown on CT myelogram. Approximately 3 years post-op, the patient underwent a sixth procedure for decompression laminectomy with bilateral foraminotomy at l2-3, plif at l2-3, posterolateral fusion l2-3, l3-4, and re-instrumentation of l2, l3, l4 with screws, rods, and crosslink. Removal of prior hardware found a broken rod and the upper left screw was noted to be very loose. Patient did well for several months post-op and then began having stiffness and soreness in the back. Patient began physical therapy for treatment.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. A review of the device history records did not identify any applicable non-conformances or deviations in procedure. We are unable to determine cause of the event. Review of x-rays provided shows a patient with multiple posterior spinal fusion procedures. Rods with mobile segment at l2-3 are connected over plates at l4. Rods found broken with high grade stenosis at l2-3. Subsequent films show reoperation replacing the rods with solid rods, decompression, and tlif at l2-3.